Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that the manual was not showing things in order. Support link was able to help the patient understand the programmer better. The patient also mentioned that they were playing with the settings and they had increased their stimulation and felt a burning sensation. The patient then lowered their stimulation to a more comfortable level. On (B)(6) 2020 the patient told support link that they had been trying to get the best results with their therapy so they decided to turn up their stimulation. The patient stated that when they did this, their stimulation became very painful so they turned it back down. The patient wanted to know if they kept their stimulation up high if it was going to help with their symptoms? The patient was advised that some patients would experience effective therapy without feeling stimulation at all. The patient stated that after they turned up their stimulation they were having issues with voiding; the patient stated that they couldn¿t void. Support link then advised the patient to have their stimulation at a comfortable level and the patient was then feeling stimulation comfortably at 4.4. On (B)(6) 2020 the patient mentioned that their therapy had been difficult and painful at first but noted that it has gotten better. There were no further complications reported.